Event description:
Boston scientific crm received information that this local representative and clinic nurse contacted technical services to review a printout of episode (B)(4). The clinic nurse reported that the entire post-electrogram (egm) segment identified mostly vs and not vt-1, vt or vf annotated markers. The clinic nurse felt that the device should not have delivered shock therapy since there is no egm showing redetection within that episode. Technical services explained that after a shock, there is a 30 second end-of-episode timer, but only 10 seconds are displayed in egms. After the egm stopped recording, but before the 30 seconds were up, the device must have redetected and charged up to give the next therapy. Technical services concluded that the device was operating appropriately. The clinic nurse reported that over the course of this episode, the patient's blood pressure "bottomed out". The clinic nurse asked if there was a programming option available to end an episode faster so that the patient would have access to more shock therapies. Technical services discussed the option of extending the redetection duration and/or post-shock duration features to provide more time for the arrhythmia to spontaneously terminate. Further review found that the patient had received 5 shocks in the programmed vt-1 zone (which represented the maximum number of shock for that zone per episode) . Following the 5th shock delivery, the device initiated a 30 second end-of-episode timer. Prior to completion of this 30 second timer, the patient's rhythm accelerated, however, no further shocks were available until a new episode was declared (at the end of 30 seconds). Prior to completion of this 30 second timer, the arrhythmia was successfully cardioverted following delivery of an external shock. The physician felt that the 30 second end-of-episode timer was redundant and the patient could have benefited from shock delivery, instead of waiting for 30 seconds before the episode was declared over.

Manufacturer narrative:
Boston scientific received information from an implant form that this device was explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The available information suggests that the device and lead system remain in-service. The event will be reopened if additional information is received.